Event description:
Clinical registry. It was reported 69 days following a coronary artery drug eluting stenting treatment procedure, the patient expired. The index procedure treated one target lesion. The de novo lesion was located in the mid left anterior descending (lad) artery. The lesion was 90% stenosed, 2.5mm in diameter and 14mm in length. There was no calcification or tortuousity noted. The physician direct-stented the lesion with a taxus liberte 2.50x16mm stent at 14atms. The stent was not post dilated; however, results were 0% residual stenosis and timi-3 flow. The patient was discharged from the facility two days later on 150mg of aspirin and 150mg of clopidogrel. It was reported 69 days after the index procedure, the patient expired. The cause of death, per the site is "sudden cardiac death." Aspirin and clopidogrel were discontinued one day prior to the event. Per the investigator, the relationship of the event to the taxus stent was "unrelated." This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch, namely top assembly batch # 8136559, found that the device met its material, assembly, and product specifications, at the time of release to distribution.